Event description:
Pt. Was on iabp for hemodynamic compromise during the course of the night. The night shift nurse noticed blood backing up into tubing and loss of augmentation pressure. Dr. Was notified and augmentation dial was decreased to lowest level with some flutter to prevent clotting.